Event description:
It was reported that "patient came in complaining of hip pain, revising surgeon opened her up, determined devices were not loose, patient not infected, so changed the bearing surface."

Manufacturer narrative:
Device not returned. No evaluation will be performed. If device becomes available with additional info a supplemental report will be issued.